Event description:
(B)(4). I am (B)(6) and had the essure procedure done so I wouldn't have to under go surgery so I would be able to take care of my children afterwards. Well that being said I have had bad horrible cramps, heavy bleeding, bad migraine headaches, horrible joint pain, ovarian cyst, panic attacks from the pain in my abdominal area, depression, numbness and tingling in my face and arms that doesn't go away, and was never tested for allergy to nickel have bad itching around my abdominal area been to the ER several times for uncontrollable abdominal pain. Had many test ran and family dr is telling me to get the ob to do a hysterectomy.